Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The device was returned to manufacturer for investigation. After evaluation, it could be found that a screw connection has loosened. The reason for the damage is unclear and stated as not classifiable. Additional information regarding h6 - investigation conclusions 4315: a clear conclusion could not be drawn. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that the lever on endoscope is loose. The failure was detected during usage. No harm to patient, user or third parties reported. No surgery delay.